Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative replace the core module. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming core module. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported there was no light transmission from the laser system through the optical fiber. Procedure details and patient impact have not been provided. Additional information has been requested.